Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification, as received. Visual inspection found no defects. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cuts of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Oophorectomy and salpingectomy, while doing a lap appendix resection, a new device was used. It was used without problems at first, but the hardness of the knife and the hardness while releasing the handle could be felt from the fifth sealing. The surgeon continued to use it as it was. When it was used for a while, the situation was that it became difficult to feel the feeling of clamping the tissue because it became too soft this time. The seal was done without problems and the operation was completed with the product. The doctor was familiar to the use of instrument, but it was difficult to be thought that the event was due to the thickness or handling of the tissue. The product did not lock on tissue and was removed from the tissue without damaging it. There was no patient harm.